Event description:
Trauma was caused to the lead when the physician was trying to advance the needle into the epidural space while the lead was partially advanced beyond the needle tip. Electrode 1 and 2 broke off the lead while the physician was removing the lead and needle. The two electrodes are outside the epidural space and the physician plans on removing them when the patient has the permanent implant. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.